Event description:
They had an issue with a 20 gauge nexiva where after CT power injection the extension tubing was leaking where it connects to the stabilization device. 6 jan customer response: date of event: 12/31/25. Patient impact: IV had to be removed and the patient had to get new IV access fluid used: isovue and saline. No pictures were taken at the time and the angiocath was thrown away. The tubing actually split.

Manufacturer narrative:
E1. Address information was not provided; therefore, (B)(6) was used as the state. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the data collected for identification of emerging trends.